Event description:
During a remote follow-up, false episodes of atrial fibrillation (af) alerts were received. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.